Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in used condition. The tamper seal was missing and the lens was damaged. The dso seal also bubbled. A review of the event history log evidenced the following: "(B)(6) 2020 4:53:28 pm system fault 41,541 occurred 2 0 0 3. (B)(6) 2020 4:53:28 pm power down. (B)(6) 2020 4:54:00 pm power up started. (B)(6) 2020 4:54:00 pm keypad locked. (B)(6) 2020 4:54:00 pm infusion volume remaining - 1,378.7 ml. (B)(6) 2020 4:54:08 pm system fault 41,541 occurred 2 0 0 3." The customer reported product problem was not replicated. No fault was found with the device. The latch lock flex was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the pump displayed an error code. No patient injury or complications were reported in relation to this event.

Event description:
Additional information was received indicating that there was no patient injury. The pump was replaced with another.